Event description:
The inner catheter is removed from the outer hub after insertion into pt and during the disconnection of the luer lock connection. The inner catheter twisted and occluded meaning that no gas could pass through the catheter into the pts lungs. Therefore pt was ventilated by bag and mask, catheter removed and replaced under anesthetic by one from a different batch number. Operation proceeded and concluded uneventfully.